Manufacturer narrative:
Submit date: 09/18/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the open marker cap and the tip of the pen was damaged. There was no patient involvement.

Manufacturer narrative:
There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received. The reported condition by the customer could not be confirmed without a sample to evaluate. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer. The current process is running according to product specifications meeting quality acceptance criteria. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.